Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running much slower than usual and the user had failed to search for a patient on the station. A field service engineer (fse) found that the hard drive was full and there was no backup image available on the drive. To resolve the issue, the fse replaced the hard drive and completed the setup to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was reported to be running much slower. As a result, one user was unable to successfully search the patient list on the station. The customer stated that the malfunction occurred when a user tried to issue medication to patient. However, there were no delay or adverse events or injuries reported based on this event.